Manufacturer narrative:
The investigation determined that lower than expected tsh results were obtained when 2 samples from one patient were tested using vitros immunodiagnostics products tsh reagent lot 6870 in combination with a vitros 5600 integrated system. A definitive assignable cause for the discordant vitros tsh results was not determined. However, an unknown sample interferent present in the patient samples that affected the vitros tsh method and not the non-vitros abbott tsh method could not be confirmed or ruled out as a contributor to the event. The vitros tsh results obtained from two samples drawn from the same patient were lower than the abbott tsh results obtained from the same patient samples. The two patient samples were diluted and rerun on the vitros for troubleshooting purposes and the results obtained were closer to the abbott results suggesting a patient sample related issue, such as an unknown interferent, that impacts the vitros tsh assay. Per the vitros tsh instructions for use (IFU) states: heterophilic antibodies in serum or plasma samples may cause interference in immunoassays. In addition, the IFU also states specimens with biotin concentrations up to 2 ng/ml demonstrated a less than or equal to 10% change in results. Biotin concentrations greater than this falsely decrease tsh results for patient samples. Pre-analytical sample processing could not be ruled out as a contributing factor, as it was not possible to determine whether the customer was following the sample collection device manufacture¿s recommendation for sample centrifugation, consequently, improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample. Based on historical quality control results, a vitros tsh performance issue is not a likely contributor to the event. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tsh reagent lot 6870. There was also no indication of an instrument malfunction. However, an instrument issue cannot be entirely ruled out as a contributing factor as precision testing to assess instrument performance was not performed by the customer at the time of the event. (B)(4).

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected tsh results were obtained when 2 samples from one patient were tested using vitros immunodiagnostics products tsh reagent lot 6870 in combination with a vitros 5600 integrated system. Patient sample 2: tsh results of 1.64, 1.45, 1.26 miu/l (euthyroid) vs. The expected result of 7.66 miu/l (hypothyroid). Patient sample 3: tsh result of 2.06 miu/l (euthyroid) vs. The expected result of 7.14 miu/l (hypothyroid). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower than expected vitros tsh results were not reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint (B)(4).